Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
The event was confirmed but the root cause of the reported event could not be determined due to the minimal information received. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. It is noted that the patient's previous dislocation with a constrained liner component occurred due to liner-neck impingement. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Patient was revised due to dislocation - right hip - head came out of the liner.

Event description:
Patient was revised due to dislocation - right hip - head came out of the liner.